Event description:
The article, "improvement of pulmonary edema and respiratory status after transcatheter pda closure in the smallest and most premature infants", was reviewed. The article presented a retrospective, single center study to evaluate the effect of transcatheter patent ductus arteriosus closure (tcdc) in premature infants on pulmonary edema and respiratory status, and more specifically to characterize the subset of patients who have significantly improved chest x-ray (cxr) immediately after tcdc. Devices included in the study were amplatzer piccolo occluder, medtronic microvascular plug, covidien microvascular plug, amplatzer vascular plug, and amplatzer vascular plug ii. The article concluded chest x-ray haziness improved after tcdc, with smaller infants and earlier closure having more improvement. Infants with lung disease had less noticeable improved edema, indicating the difficulty to assess the hemodynamic significance of their pda prior to closure. Further studies are needed to identify which neonates benefit most from tcdc. [The primary and corresponding author was ahmad chmaisse, division of cardiology, riley hospital for children, indiana university school of medicine, indianapolis, in, united states, with corresponding email: achmais@iu.edu]. The time frame of the study was from january 2017 to june 2021. A total of 68 patients were included in the study, of which 59.5% received an abbott device. The average age, weight, and majority gender was not reported. Comorbidities included pulmonary hypertension, pulmonary edema, preterm birth, and patent ductus arteriosus.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: improvement of pulmonary edema and respiratory status after transcatheter pda closure in the smallest and most premature infants.

Manufacturer narrative:
Summarized patient outcomes/complications of improvement of pulmonary edema and respiratory status after transcatheter pda closure in the smallest and most premature infants were reported in a research article in a subject population with multiple co-morbidities including pulmonary hypertension, pulmonary edema, preterm birth, and patent ductus arteriosus. Onee of the complication reported was death; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: improvement of pulmonary edema and respiratory status after transcatheter pda closure in the smallest and most premature infants.

Event description:
N/a.